Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports when they removed the wire and inner dilator, it seems that there is an air embolus introduced to the patient. In one case, the tech actually heard sucking through the hemostatic valve when the wire and inner dilator were removed. The customer stated they have been working under the assumption that the valves are hemostatic. The patient remained flat and under direct physician observation/supervision, under periodic fluoroscopy until the embolus resolved on its own, and without any temporary or permanent harm to the patient. The patient was kept flat on the table and directly monitored until the embolism resolved. There was no patient injury or medical intervention.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two unopened kits were received for evaluation. The components that were reported were not received for evaluation. The kits were opened to review all dilators and other components and no visible issues were found. Dimensional testing was performed and the results were within specifications. The reported issue could not be confirmed; therefore, a root cause could not be determined. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.